Event description:
Facility reported large volume pump overinfusion of morphine, stating that due to programming error, patient received 80 mg instead of 8 mg bolus. Order was for morphine 0.07 mg/kg/hr which would be 8 mg/hr continuous, with 8 mg bolus during burn care. After hanging a new bag of morphine, evening nurse programmed for a bolus and used the restore key to give the same bolus as the previous dose, but saw on the screen 0.7 mg/kg rather than the expected 0.07 mg/kg. She stopped it immediately before it gave the overdose, but noticed that the previous bag had emptied 8-10 hours before it should have, so they think that earlier, the patient received at least one overdose bolus of 80 mg instead of 8 mg. Patient was already on ventilator and did fine with no visible effect, and no change in orders. Event logs received. Investigation ongoing. Will file follow-up report when investigation is completed.